Event description:
A report was received that the patient will undergo an explant procedure due to infection at the ipg site. The physician believes the infection is non-device and non-procedure related. Patient symptoms include pain and drainage at the pocket site. The patient was prescribed with bactrim antibiotic.

Event description:
A report was received that the patient will undergo an explant procedure due to infection at the ipg site. The physician believes the infection is non-device and non-procedure related. Patient symptoms include pain and drainage at the pocket site. The patient was prescribed with bactrim antibiotic.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure and was doing well postoperatively. Device evaluation indicated that the ipg passed visual and performance tests performed. No complaints about the functionality of this device were reported. The ipg exhibited normal device characteristics. Device evaluation indicated that the lead passed visual test performed. The lead was intact and no parts of it were missing. The damage to the lead was consistent with damages during explant procedure and was not considered a failure. No anomaly was noted in the sterilization records. A review of the manufacturing documentation found that no anomalies or deviations potentially related to the event occurred during manufacturing.